Event description:
The event description according to the customer is as follows: release valve defective message appeared. An ac power cord was also found to be defective.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.